Event description:
Customer reported the insulin pump went into threshold suspend several times. Customer reported that the sensors did not give him any issues when her first had them. Customer noticed the sensor would start going into threshold suspend for the past two months. Customer states the device goes into threshold suspend mainly during the night. Sensor inserted below the naval in the left side. The cannula was not bent. Customer's blood glucose was 95 mg/dl and sensor glucose was 48 mg/dl, 49.5% difference and average difference between sensor and blood glucose readings was 54.1%. Transmitter was tested because customer was concerned it might be the cause, passed. Customer was unable to upload carelink. Customer was advised to upload and to monitor the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.